Manufacturer narrative:
Product analysis: at analysis the stated reason for return of "unable to load software" was confirmed and it was attributed to the micro processing unit (mpu) board being defective, and it was additionally noted that errors were found in the update history, the touch screen was out of calibration, both keyboard hinges were missing as was the keyboard, one upper bullet and the stylus. The mpu board, keyboard, stylus and left keyboard hinge were replaced, the touch screen connector was cleaned and reseated and the touch screen parameters were reset, the touch screen was calibrated, new software was installed, the device was cleaned and it passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be loaded with updated software. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.